Event description:
Instrument failure - upon impaction of acetabular shell, the impactor gave way to fatigue at the threaded connection point; 2 or 3 threads were retained in the acetabular shell. An attempt was made to remove them but failed. The surgeon decided to leave in the shell; it was determined not to be detrimental.